Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: dear sir or madam, during production on (B)(6) 2024, we had a bd syringe with brown goo on the cone. We have therefore separated out this syringe. The syringe had the batch number: 41709324 and expiry date: 31-05-2029. I request that the incident described be investigated. Best regards from nuremberg's oldest pharmacy.

Manufacturer narrative:
Pr (B)(4) - supplemental MDR - foreign matter. One sample and three photos were provided to our quality team for investigation. Upon evaluation, it was observed that the sample has brown grease-like substance in the barrel tip area. Each of the three photos from different angles show one loose syringe in a clear bag with the brown substance in the barrel tip area. Fourier transform infrared spectroscopy (ftir) analysis was confirmed the substance to be grease used in the manufacturing plant. The condition observed is non-conforming per product specification. As part of this investigation the electrical and technical logs, and the production database were reviewed. Additionally, the technician and mechanical process engineer were interviewed and confirmed the most likely cause of the grease on the barrel is from the assembly process. The packaging batch and all applicable sub-assembly batches were reviewed with all housekeeping tasks performed aligning with the robust control plan. Potential root cause for the foreign matter defect is associated with the assembly process. Furthermore, a device history record review was completed for provided lot number 4170932. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 4170932 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.

Event description:
No additional information was provided